Manufacturer narrative:
A review of the manufacturing documentation associated with lot (f1819902) presented no issues during the manufacturing process that can be related to the reported event. (B)(4). Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, ¿the mynxgrip vascular closure device (vcd) had an issue¿ as the device was pulled out completely, as the physician was pulling it back prior to the deployment of the sealant. There was no reported patient injury. The deployer¿s mynx is trained. The mynx vcd was prepped according to IFU instructions. The balloon lost pressure during patient use. Hemostasis was achieved with manual compression. The patient's hospitalization was not extended as a result of the event. The device will be return for analysis. Device analysis results confirmed that the device sealant was exposed prior to use.

Manufacturer narrative:
As reported, ¿the mynxgrip vascular closure device (vcd) had an issue¿ as the device was pulled out completely, as the physician was pulling it back prior to the deployment of the sealant. There was no reported patient injury. The deployer is mynx trained. The mynx vcd was prepped according to instructions for use (IFU). The balloon lost pressure during patient use. Hemostasis was achieved with manual compression. The patient's hospitalization was not extended as a result of the event. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection showed that the device had no evidence of exposure to blood. The shuttle cartridge was engaged to the black handle. The sealant was protruding from the distal tip of the shuttle cartridge. The condition of the returned device indicates a shuttle displacement issue which resulted in the sealant being deployed prematurely. The shuttle cartridge and the handle engagement was inspected for damages/anomalies that may have contributed to the reported incident. No visual damages or anomalies were observed. Leak testing was performed on the balloon of the returned device and found no leak in the balloon. The balloon was inflated with water and pressure was maintained with proper functioning of the inflation indicator. A device history record (DHR) review of lot f1819902 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was not confirmed through analysis of the returned device since no leak was found. However, the sealant was received exposed with no exposure to blood. The cause of the issue experienced by the customer and the exposure of the sealant could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what may have contributed to the issue reported and the sealant premature exposure. However, the sealant exposure could have been due to user error. It should be noted that if the device was grabbed by the catheter handle instead of the green/grey shuttle hub, the shuttle could be detached from the black handle, resulting in the sealant being exposed prematurely. According to the instructions for use, which is not intended as a mitigation, ¿remove the balloon catheter from the tray by holding the shuttle and pulling the device out of the protective tubing. Fill the syringe with 2 to 3 ml of sterile saline, attach to the stopcock and draw vacuum. Check the luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ neither the DHR review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.